Manufacturer narrative:
Unit alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify prime/fill anomaly due to motor error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for prime anomaly. Patient's blood glucose was 243 mg/dl. Customer stated there was any clicking when the piston was filling and it continued to squirt insulin. Customer stated she tried to rewind and it did a restart and the same thing happened. Customer stated that they are unable to exit the preparing to prime loop. Advise customer the pump will need to be replaced. Advise customer to revert to back up plan per healthcare provider instructions. The insulin pump will be returned for analysis.